Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. During loading the flexnav was checked and no damage to the system was present during loading. When passing the flexnav through a non-abbott introducer, the distal tip of the introducer was broke off and it was identified under fluoroscopy. The delivery system was removed successfully with no harm to the patient. A small tear in the flexnav delivery system was noted which was not present before inserting into the non-abbott introducer. They felt that this was a failure of the non-abbott product and not the flexnav. The same 35mm navitor vision valve was loaded into a new large flexnav delivery system (customer was advised that this would reduce the number of available recaptures by 1 and they maintained they wanted to use the same valve). On screening they felt that the valve was misloaded so a new 35mm navitor vision valve was collected. The case was straightforward normal implant with good outcomes. All aspects of valve preparation were was per instructions for use and no significant force was needed or used in the preparation of the valve. There was no harm was caused to the patient. There was a delay to the case due to the extra valve loading but no clinical implication to the patient. The patient was reported stable.

Manufacturer narrative:
The device is returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of tear in the valve capsule during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Images received had shown the split on the valve capsule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported valve capsule split could not be conclusively determined. It is possible procedural condition contributed to the event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.